Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient was using the device while pregnant. The dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 05/11/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was provided for investigation on 05/10/2016. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The returned transmitter was visually inspected and no defects were found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.